Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then attached to an in-house 10 ml syringe and an in-house primary set (which was spiked into an in-house 1000 ml solution bag), primed, and observed for flow issues; the device was found to prime and flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link of a power injectable microbore non-dehp catheter extension set did not allow solution to flow. The reporter indicated that this occurred during a blood draw from the patient. The extension set was connected to an IV catheter and vacutainer. The reporter stated that ¿when the vacutainer was connected, no blood came out.¿ the vacutainer was then disconnected and reconnected to the same one-link, but there was still no flow. The same vacutainer was then connected to a different one-link, and blood was found to flow normally. There was no patient injury or medical intervention associated with this event. No additional information is available.